Event description:
The user experienced a swelling around the implant around (B)(6) 2022. The user could not use the audio processors due to the swelling. No trauma was reported, however the user is young and therefore a bump to the head cannot be ruled out. The user was re-implanted due to the swelling and high channels. The swelling had not resolved prior to re-implantation.

Manufacturer narrative:
Conclusions: device investigation revealed damage to the active electrode's wires under the silicone overmold due to excessive mechanical stress, likely caused by an external impact on the implant site. A trauma was not reported in particular, however a swelling at the implant site was reportedly visible which could be a hint for a possible trauma. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced a swelling around the implant in about (B)(6) 2022. The user could not use the audio processors due to the swelling. The user was re-implanted due to the swelling and high channels. The swelling had not resolved prior to re-implantation.